Event description:
This is a case report from a customer received on (B)(4) 2012, by baxter (B)(4) technician. It was reported that on (B)(6) 2012 a pump presented the alarm f-38. It is unknown if this alarm occurred during patient use; however, no medical injury or adverse event was reported. Additional information is not expected.

Manufacturer narrative:
(B)(4). The customer reported problem of "alarm f-38" was confirmed. Service determined that the force sensing resistors were out of specification. The resistors were replaced to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.